Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. The caller did not provide the time and date of the hospitalization. The customer was treated for the high blood glucose with manual injections. Customer was hospitalized due to having gastroparesis and was given a stent in her stomach. Customer's husband stated that she was in the hospital for about a week. Customer's husband stated that she was never in the hospital because of the insulin pump or any medtronic products. The customer did not troubleshoot and did not send the product back for analysis.